Manufacturer narrative:
The lot number was provided for both malfunctions, therefore, a lot history review was performed. The samples were not returned to the manufacturer for inspection/evaluation. Therefore, the investigation is inconclusive for the reported balloon rupture. Based on the available information, the definitive root cause could not be determined. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model u41501h1hrx pta balloon dilatation catheter allegedly experienced material rupture. This information was received from various sources. Both malfunctions involved patients with no reported consequences. Age, gender and weight of both reported malfunctions were not provided.